Event description:
This case was initially received via regulatory authority (FDA, reference number: m5081657) on 07-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("stabbing pain in pelvic area"), genital haemorrhage ("heavy bleeding"), bipolar disorder ("bi polar depression") and gastrectomy ("gastrectomy") in a female patient who had essure (batch no. 713455) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included calcium citrate, carbamazepine (tegretol), colecalciferol (vitamin d3), omeprazole (prilosec), venlafaxine hydrochloride (effexor), vitamins nos (multivitamin) and ziprasidone mesilate (geodon). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bipolar disorder (seriousness criteria disability and medically significant), premenstrual syndrome ("pms (premenstrual syndrome)"), back pain ("backaches"), migraine ("migraines that begins 7-10 days before her cycle"), polymenorrhoea ("two menstrual cycles a month"), amnesia ("memory loss"), abdominal pain ("severe cramping"), menorrhagia ("puddles of blood during period"), headache ("headache"), anxiety disorder ("anxiety disorder"), dyspareunia ("pain during sexual intercourse") and pruritus ("itching"), underwent gastrectomy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (she is the process of having a hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, bipolar disorder, premenstrual syndrome, migraine, polymenorrhoea, amnesia, headache, anxiety disorder, dyspareunia, pruritus and weight increased had not resolved and the gastrectomy, back pain, abdominal pain and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, anxiety disorder, back pain, bipolar disorder, dyspareunia, gastrectomy, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, polymenorrhoea, premenstrual syndrome, pruritus and weight increased with essure. The reporter commented: she had memory test and did not have early stages of dementia or alzheimer. An injury (disability) was mentioned but not specified and /or assigned to one of the events. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain in pelvic area'), bipolar disorder ('bipolar depression') and weight increased ('weight gain') in a 38-year-old female patient who had essure (batch no. 713455) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included uterine bleeding, inflammation, paratubal cyst and adenomyosis. Concomitant products included calcium citrate, carbamazepine (tegretol), colecalciferol (vitamin d3), omeprazole (prilosec), venlafaxine hydrochloride (effexor), vitamins nos (multivitamin) and ziprasidone mesilate (geodon). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("puddles of blood during period/menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 1 month after insertion of essure. On (B)(6) 2011, the patient experienced dyspareunia ("pain during sexual intercourse\dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced bipolar disorder (seriousness criterion disability) and anxiety disorder ("anxiety disorder/psych injury"). In (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy") and allergic eczema ("allergic or hypersensitivity type: allergic reaction (excezema)"). On an unknown date, the patient was found to have weight increased (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes") and experienced genital haemorrhage ("heavy bleeding"), abdominal pain ("severe cramping"), back pain ("backaches"), premenstrual syndrome ("pms (premenstrual syndrome)"), migraine ("migraines that begins 7-10 days before her cycle"), polymenorrhoea ("two menstrual cycles a month"), amnesia ("memory loss"), headache ("headache"), pruritus ("itching") and allergic rash ("allergy: rash/skin condition"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with removal of essure device and gastrectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, bipolar disorder, weight increased, genital haemorrhage, premenstrual syndrome, migraine, polymenorrhoea, amnesia, headache, anxiety disorder, dyspareunia and pruritus had not resolved, the abdominal pain, back pain, allergic rash, fatigue, hormone level abnormal and allergy to metals outcome was unknown and the dysmenorrhoea, menorrhagia, vaginal haemorrhage and allergic eczema had resolved. The reporter provided no causality assessment for amnesia, anxiety disorder, back pain, bipolar disorder, dyspareunia, genital haemorrhage, headache, polymenorrhoea, premenstrual syndrome and pruritus with essure. The reporter considered abdominal pain, allergic eczema, allergy to metals, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight increased and allergic rash to be related to essure. The reporter commented: she had memory test and did not have early stages of dementia or alzheimer. An injury (disability) was mentioned but not specified and /or assigned to one of the events. Discrepancy notes in essure insertion date: (B)(6) 2010, discrepancy notes in essure removal: (B)(6) 2019. Plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain ,menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: conclusion: fallopian tubes are blocked by the essure catheters, which lie in satisfactory position total bilateral occlusion.. Pathology test - on (B)(6) 2019: gross: right fallopian tube 6 x 0.5 cm, left fallopian tube 5 x 0.5 cm. Additionally, two separate fragments of silver coil, essure device, with associated tubal tissue, measuring 2 x 0.2 cm and 3.5 x 0.6 cm. The right fallopian tube reveals benign paratubal cysts. The proximal aspects of the fallopian tubes are proximally disrupted. The distal aspects appear patent, intact. The proximal tube is not serially sectioned, therefore preserving the integrity of the disrupted area. Two portions of coil, with associated peri-tubal tissue are placed in a tea bag. Lot number: 713455 manufacturing date: 2010-02, expiration date:2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: m5081657) on 07-dec-2018. The most recent information was received on 16-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain in pelvic area'), genital haemorrhage ('heavy bleeding'), gastrectomy ('gastrectomy') and bipolar disorder ('bipolar depression') in an adult female patient who had essure (batch no. 713455) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included calcium citrate, carbamazepine (tegretol), cholecalciferol (vitamin d3), omeprazole (prilosec), venlafaxine hydrochloride (effexor), vitamins nos (multivitamin) and ziprasidone mesilate (geodon). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bipolar disorder (seriousness criteria disability and medically significant), abdominal pain ("severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("backaches"), menorrhagia ("puddles of blood during period/menorrhagia (heavy menstrual bleeding)"), premenstrual syndrome ("pms (premenstrual syndrome)"), migraine ("migraines that begins 7-10 days before her cycle"), polymenorrhoea ("two menstrual cycles a month"), amnesia ("memory loss"), headache ("headache"), anxiety disorder ("anxiety disorder/psych injury"), dyspareunia ("pain during sexual intercourse"), pruritus ("itching"), dermatitis allergic ("allergy: rash/skin condition") and fatigue ("fatigue"), underwent gastrectomy (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, bipolar disorder, premenstrual syndrome, migraine, polymenorrhoea, amnesia, headache, anxiety disorder, dyspareunia, pruritus and weight increased had not resolved and the gastrectomy, abdominal pain, dysmenorrhoea, back pain, menorrhagia, dermatitis allergic, fatigue and hormone level abnormal outcome was unknown. The reporter provided no causality assessment for amnesia, anxiety disorder, back pain, bipolar disorder, dyspareunia, gastrectomy, genital haemorrhage, headache, polymenorrhoea, premenstrual syndrome and pruritus with essure. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: she had memory test and did not have early stages of dementia or alzheimer. An injury (disability) was mentioned but not specified and /or assigned to one of the events. Discrepancy notes in essure insertion date: (B)(6) 2010. Plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: event - dysmenorrhea (cramping), allergy: rash/skin condition, fatigue, hormonal changes were added. Event verbatim were updated - anxiety disorder/psych injury puddles of blood during period/menorrhagia (heavy menstrual bleeding). Reporters information updated. Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: m5081657) on 07-dec-2018. The most recent information was received on 03-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain in pelvic area'), bipolar disorder ('bipolar depression') and weight increased ('weight gain') in a 38-year-old female patient who had essure (batch no. 713455) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included uterine bleeding, inflammation, paratubal cyst and adenomyosis. Concomitant products included calcium citrate, carbamazepine (tegretol), colecalciferol (vitamin d3), omeprazole (prilosec), venlafaxine hydrochloride (effexor), vitamins nos (multivitamin) and ziprasidone mesilate (geodon). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("puddles of blood during period/menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 1 month after insertion of essure. On (B)(6) 2011, the patient experienced dyspareunia ("pain during sexual intercourse\dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced bipolar disorder (seriousness criterion disability) and anxiety disorder ("anxiety disorder/psych injury"). In (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy") and eczema ("allergic or hypersensitivity type: allergic reaction (excezema)"). On an unknown date, the patient was found to have weight increased (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes") and experienced genital haemorrhage ("heavy bleeding"), abdominal pain ("severe cramping"), back pain ("backaches"), premenstrual syndrome ("pms (premenstrual syndrome)"), migraine ("migraines that begins 7-10 days before her cycle"), polymenorrhoea ("two menstrual cycles a month"), amnesia ("memory loss"), headache ("headache"), pruritus ("itching") and dermatitis allergic ("allergy: rash/skin condition"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with removal of essure device and gastrectomy). Essure was removed on 9-jan-2019. At the time of the report, the pelvic pain, bipolar disorder, weight increased, genital haemorrhage, premenstrual syndrome, migraine, polymenorrhoea, amnesia, headache, anxiety disorder, dyspareunia and pruritus had not resolved, the abdominal pain, back pain, dermatitis allergic, fatigue, hormone level abnormal and allergy to metals outcome was unknown and the dysmenorrhoea, menorrhagia, vaginal haemorrhage and eczema had resolved. The reporter provided no causality assessment for amnesia, anxiety disorder, back pain, bipolar disorder, dyspareunia, genital haemorrhage, headache, polymenorrhoea, premenstrual syndrome and pruritus with essure. The reporter considered abdominal pain, allergy to metals, dermatitis allergic, dysmenorrhoea, eczema, fatigue, hormone level abnormal, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had memory test and did not have early stages of dementia or alzheimer. An injury (disability) was mentioned but not specified and /or assigned to one of the events. Discrepancy notes in essure insertion date: (B)(6) 2010 & (B)(6) 2010, discrepancy notes in essure removal: (B)(6) 2019, (B)(6) 2019 plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain ,menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: conclusion: fallopian tubes are blocked by the essure catheters, which lie in satisfactory position total bilateral occlusion.. Pathology test - on (B)(6) 2019: gross: right fallopian tube 6 x 0.5 cm, left fallopian tube 5 x 0.5 cm. Additionally, two separate fragments of silver coil, essure device, with associated tubal tissue, measuring 2 x 0.2 cm and 3.5 x 0.6 cm. The right fallopian tube reveals benign paratubal cysts. The proximal aspects of the fallopian tubes are proximally disrupted. The distal aspects appear patent, intact. The proximal tube is not serially sectioned, therefore preserving the integrity of the disrupted area. Two portions of coil, with associated peri-tubal tissue are placed in a tea bag. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: new events- abnormal bleeding (vaginal), eczema, nickel allergy were added. Outcomes were added. Event onset dates were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: m5081657) on 07-dec-2018. The most recent information was received on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("stabbing pain in pelvic area"), genital haemorrhage ("heavy bleeding"), bipolar disorder ("bi polar depression") and gastrectomy ("gastrectomy") in a female patient who had essure (batch no. 713455) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included calcium citrate, carbamazepine (tegretol), colecalciferol (vitamin d3), omeprazole (prilosec), venlafaxine hydrochloride (effexor), vitamins nos (multivitamin) and ziprasidone mesilate (geodon). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bipolar disorder (seriousness criteria disability and medically significant), premenstrual syndrome ("pms (premenstrual syndrome)"), back pain ("backaches"), migraine ("migraines that begins 7-10 days before her cycle"), polymenorrhoea ("two menstrual cycles a month"), amnesia ("memory loss"), abdominal pain ("severe cramping"), menorrhagia ("puddles of blood during period"), headache ("headache"), anxiety disorder ("anxiety disorder"), dyspareunia ("pain during sexual intercourse") and pruritus ("itching"), underwent gastrectomy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (she is the process of having a hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, bipolar disorder, premenstrual syndrome, migraine, polymenorrhoea, amnesia, headache, anxiety disorder, dyspareunia, pruritus and weight increased had not resolved and the gastrectomy, back pain, abdominal pain and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, anxiety disorder, back pain, bipolar disorder, dyspareunia, gastrectomy, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, polymenorrhoea, premenstrual syndrome, pruritus and weight increased with essure. The reporter commented: she had memory test and did not have early stages of dementia or alzheimer. An injury (disability) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-mar-2019: quality safety evaluation of ptc incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report